Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm noted.

Event description:
Customer stated that she is having problems with the insulin pump. Customer is not receiving alarms and the insulin is not exiting during the bolus. The current blood glucose reading is 482 mg/dl. Customer treated with manual injections and do not feel good. The blood glucose reading at the time of the event 517 mg/dl. Customer unable to bring the blood glucose level down. Customer discontinued the use of the insulin pump, treated with manual injections. Once the customer started with the insulin pump, the blood glucose reading went high again. Customer believed the insulin was bad at that time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.